Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving heater bag not detected on the heater tray alarm during fill 1 of 6 of treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient manually drained 3600 ml after cancelling treatment. This drain volume is 236% the patient's fill volume of 1525 ml. The patient also reported that they had difficulty breathing. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd). Upon follow up with the pdrn, it was confirmed that the patient experienced difficulty breathing which is related to a pmh significant for chronic obstructive pulmonary disease (copd). Patient did not experience any adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The load cell verification was within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.